Event description:
Customer no longer can lift the driver arm. States driver over time has gotten harder to lift. Once up the driver block moves easily along the leadscrew. Denies device being dropped, bumped or exposed to moisture.